Event description:
The reporter stated that on the morning of (B)(6) 2011, the patient was taken to the hospital and admitted to the ICU with a diagnosis of diabetic ketoacidosis. The patient reportedly awoke at 5 am on (B)(6) 2011 with a blood glucose (bg) of 121 mg/dl. An hour later, the patient was reportedly experiencing nausea, vomiting, and chest pain, and was subsequently taken to the hospital. The patient's bg upon arrival at the hospital was reportedly around 400 mg/dl and the patient tested positive for ketones. The patient was reportedly removed from the pump at the hospital and placed on intravenous insulin. The reporter stated that loss of prime warnings had been occurring frequently. A review of the pump history indicated an empty cartridge alarm accompanied with loss of prime warnings occurred on (B)(6) 2011 and (B)(6) 2011. The pump was reportedly alarming loss of prime when the patient arrived at the hospital on (B)(6) 2011. Loss of prime warnings are not likely to cause an adverse event, as the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The loss of prime on the date of the reported bg excursion reportedly occurred after the patient's bg was elevated, and does not appear to be related to the reported bg excursion. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump was found to be manually suspended during the last basal delivery on (B)(4) 2011. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. The pump not recording prime history could not be duplicated. The pump was primed during investigation and prime recorded accurately in the pump's history. The pump was exercised for a minimum of 24 hours with no loss of prime warnings duplicated. Unrelated to the complaint, evaluation revealed a damaged battery cap, this issue is obvious and detectable to the user and should alert the user to discontinue use of the device. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.